Event description:
It was reported there was a pt incident with a dermatome model b. On (B)(6) 2014, add'l info was received from the nurse risk coordinator. The device was used on (B)(6) 2014 for graft surgery. The surgeon started to take a graft from the anterior right thigh of the pt to be used as a graft for a non-healing wound on the right lower extremity. The dermatome vibrated, stopping intermittently "cutting in and out". The graft was unusable. The surgery was canceled and the pt was referred to a different surgeon for further treatment.

Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.